Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. Visual inspection found no damage to the catheter. Functional testing confirmed leakage approximately 2cm beneath the luer/hub where a pin hole was found. It was also observed that the strain relief was missing. A definite root cause for the damage to the catheter was most likely due to an event within the user environment. Possibly the catheter encountered a sharp object that resulted in the reported issue. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken.

Event description:
We have another PICC removed from a patient due to leaking. This one was not leaking at the hub but leaking at the junction of the smaller with wider line (prior to hub, not same issue as we have been having with multiple piccs). PICC had to be removed earlier than anticipated. However patient did not need another PICC. Was able to be managed with piv.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
We have another PICC removed from a patient due to leaking. This one was not leaking at the hub but leaking at the junction of the smaller with wider line (prior to hub, not same issue as we have been having with multiple piccs). PICC had to be removed earlier than anticipated. However patient did not need another PICC. Was able to be managed with piv.